Event description:
Plaintiff alleges that surgeon did not follow instructions for use, which led to over drainage. No allegations of product defect. Plaintiff alleges that he was not made aware of warnings and precautions in the instructions for use. No product is being returned and no lot information is available.

Manufacturer narrative:
It does not appear that the product and/ or lot information is available. There were no allegations of product defect. It appears that the patient alleges that the surgeon did not follow the instructions for use. Without the device and/ or lot information codman is unable to conduct a proper investigation. If at some point the product and/ or lot information does become available a supplemental report will be filed. No further action is required. At the present time this complaint is considered to be closed.